Manufacturer narrative:
Correction to brand name.

Manufacturer narrative:
The reporter contacted animas on (B)(6) 2015 with additional information. Reportedly, the patient experienced elevated blood glucose (bg) of 300mg/dl with nausea, extreme drowsiness, and extreme thirst on an unknown date due to a loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. Troubleshooting indicated that the cartridge was not being used per instructions for use. Corrections based on additional information received on (B)(6) 2015.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient was having ¿problems¿ with the pump. The reporter did not specify what the issues were. Customer technical support made attempts to contact the patient for additional information, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.